Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 7 units when the cartridge was filled with 180 units of insulin. The customer¿s blood glucose level was 131 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate of +160 units. Tandem technical support offered to follow up with the customer to ensure it was accurate once 10 units of insulin were delivered; however the customer declined.